Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red with raised bumps and very itchy .there was no alleged device malfunction contributing to the irritation. Np informed the patient that they no longer have to wear the lv due to skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.